Event description:
It was reported that a patient underwent deep brain stimulation (dbs) implantation in (B)(6) 2021 with a primary cell implantable neurostimulator (ins) and legacy leads. They recently presented for battery replacement. During the pre-replacement assessment, a potential hardware related concern was identified. On reviewing the x-ray, there appeared to be an abnormality along the right-side extension pathway (fracture on the proximal side of the lead-extension connection), and the lead/extension assembly did not appear to be positioned as expected. It was reviewed that this could explain the high impedance problems. An extension replacement procedure is currently planned for monday.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.